Event description:
It was reported that the patient experienced a reddened dehisced wound over the pump area. The pump was replaced. The drugs int he pump were sufentanil 240.0 mcg/ml, bupivacaine 18.0 mg/ml, clonidine 1500.00 mcg/ml, and baclofen 1150.0 mcg/ml. The patient recovered without sequela.